Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board, which might be caused by the aging degradation due to long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the startup failure of the subject device occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the power of the subject device could not be turned on due to the failure of power supply board.